Manufacturer narrative:
H10: manufacturing review: the lot number was not provided. Therefore, a lot history review could not be performed. Investigation summary: one tri-funnel 16f was returned for evaluation. Visual and functional testing were performed. The balloon was inflated with approximately 20ml of water and was allowed to sit for 10 minutes. The inflation of the balloon was imbalanced, with half the balloon being larger than the other half. The balloon was massaged and no leaks were noted. The balloon was deflated without issue. The investigation is unconfirmed for the alleged leaking of the balloon as it could not be reproduced in the laboratory setting. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3, g4 h11: h3, h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven days post feeding tube placement, the balloon allegedly deflated and a sterilized water leak was identified. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately seven days post feeding tube placement, the balloon allegedly deflated and a sterilized water leak was identified. Reportedly, the device was removed. There was no reported patient injury.